Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 270, 280 and 71 mg/dl. Tests were done within 10 minutes. "Pt states they are using separate finger sticks." Pt did not experience any adverse events. No further info has been reported.